Event description:
This event originated from a distributor in (B)(6). The distributor emailed carefusion technical support with the following description of the event. "The unit was installed in intensive care on (B)(6) around 16:00. The screen problem = inability to access the controls of the touch screen and the physical button on the screen. (Except alarm silence, 100% oxygen and suction button) appeared on (B)(6) 2015 to 15:00. The device has been removed from the patient and replaced by another. So the patient always well ventilated by the device. The parameters were: model vcrp a/c volume 500 to 460 lu au vte frequency 26/minute fio2 30% peep 5 cm h2o ti 0.8 second." No patient injury reported.

Manufacturer narrative:
(B)(4). Carefusion technical support responded to the distributor's email and advised that the user interface module (uim) is failing, and will need to be replaced or repaired. Follow-up/update requests were sent to the distributor on this event both on (B)(6) 2015.